Event description:
The physician was treating a female patient who presented with a large mca 1 occlusion. The physican made the first pass with the retriever x6 but was unsuccessful. During the second pass, the retriever x6 fractured proximal to the helix leaving the fractured tip in the clot. The patient subsequently expired due to the massive stroke she was already experiencing. The physician noted that the device fracture had no influence on the outcome of the patient.

Manufacturer narrative:
The results of the investigation showed that the retriever core wire was fractured proximal to the solder joint that connects the core wire to the platinum coil. There was a bend in the core wire about 9 mm proximal to the fracture. There was no evidence to suggest that the device did not meet specifications before distribution. From the device investigation, the specific cause of the fracture could not be determined. Based on the location of the fracture, it appears that the microcatheter tip position was not maintained just proximal to the helix loops during retriever manipulation as recommended in the instructions for use. The manufacturing records for merci retriever x6 device were reviewed and no anomalies were found.